Event description:
It was reported that during a left inguinal hernia repair, the surgeon sustained a finger stick during the placing of a construct with the device. No treatment or testing was completed for the physician. There was no pt consequence.